Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and became dislodged from the balloon into the left main, where it had to be implanted. There were no patient complications reported, and no further event details were provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.